Event description:
User received low sodium results for three patient samples. Two examples were provided. Sample 1 initial result 124 mmol/l, repeat 130 mmol/l. Sample 2 initial result 127 mmol/l, repeat 135 mmol/l. Initial results were not reported. User replaced the internal standard and performed calibration which resolved the issue.